Event description:
Device moved from intended location. The original issue description was device moved from intended location, however we have received additional information that the issue description for this complaint is failure to osseointegrate, however it indicates that this complaint is still reportable as serious injury. The initial report did not have the correct data documented, the correct data is provided in this follow-up report.

Event description:
Device moved from intended location.